Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low potassium (k) result being generated by the unicel dxc 600 pro synchron clinical systems. An ER patient sample was tested for k, and a result of 2.8mmol/l was reported out of the lab. A short time later, a sample from another ER patient was tested for k, and also a low result was obtained. The operator, then notified the ER, that the k result on the 1st patient, may not be accurate. The customer recalibrated the instrument, ran qc with acceptable results, and then re-tested the sample. The repeated result was 3.5mmol/l. An amended report was issued. The patient was treatment with IV potassium, based on the low result reported. The was no harm to the patient as a result of the treatment.

Manufacturer narrative:
The event occurred after the automated weekly flow cell maintenance procedure was performed. Following the maintenance, the ion selective electrode (ise) system, was calibrated and qc passed specifications. After the event, the ise system was recalibrated and qc was run again with good results. Service was not requested for this event. The lab has received the letter with the optional twice weekly maintenance procedure, and they will change to this procedure. A clear root cause has been determined for this event. A malfunction will be assumed for the purpose of this report.